Manufacturer narrative:
Concomitant medical product: 4568-45 lead implanted: (B)(6) 2001.

Event description:
It was reported that the right ventricular (rv) lead had small r-waves. The rv lead was reprogrammed to the unipolar configuration and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.